Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID#: (B)(6). Patient weight not provided for reporting. Additional code: hrx. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: part # 314.743. Synthes lot # 6877108. Supplier lot # 6877108. Release to warehouse date: 22-jun-2012. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported, while the surgeon was using the reamer irrigator aspirator (ria), three (3) ria heads and the shaft of the drive broke. On (B)(6) 2018 a patient, implanted with a competitor¿s device, was undergoing a revision surgery due to a nonunion of a proximal humerus fracture. The competitors proximal plate was believed to have failed. While the surgeon was harvesting bone graft from the femur, three (3) ria heads broke- 15mm, 13mm, and 12mm. It was also reported the shaft of the driver broke. Sales consultant believes it was potentially user error. The surgery was delayed for approximately twenty (20) minutes. No fragments were generated and nothing fell into the patient when the breakage occurred. Products will not be returning. Patient status was reported as stable. No additional information to report. This complaint involved four (4) devices only. This report is 4 of 4 for.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.